Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin was squirting out. The drive support cap was noted to be sticking out. Customer's current blood glucose reading is 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. A prime alarm occurred during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.